Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted as fifteen ventricular nst<=210 ms average v-cycle occurred between (B)(6) 2010 21:10:12 and (B)(6) 2011 13:08:31.

Event description:
It was reported that there was an apparent ventricular lead fracture and/or apparent set screw problem with the device. Noise and possible oversensing was noted on both the atrial and ventricular leads. Oversensing in the form of a high short interval count was noted on the ventricular lead. The device and both leads remain in use. No patient complications were reported as a result of this event.